Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a total hip arthroplasty procedure, an acetabular reamer handle accidentally disassembled during the reamer exchange. The pieces fell to floor and not all pieces could be located. A second reamer handle was immediately available and used. When reaming resumed with the second reamer handle, the tabs on the srom adapter (used to connect the reamer handle to styker power) sheared off. The tabs were retrieved from the surgical site. There was a 10 minute delay for the retrieval and locating a new srom adapter. The new srom adapter used jammed several times during disassembly, with the reamer handles getting stuck. The rest of the surgery was completed without incident. This complaint includes one reamer handle and two srom adapters. Patient consequence? Yes. Patient consequence description:surgical delay, less than 10 mins. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint # : (B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.